Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the contact did not observe drops of insulin exit the customer's infusion tubing during the load fill tubing sequence. The customer's blood glucose level was elevated (295 mg/dl), and was addressed by delivering a correction bolus., via the pump. Tandem technical support instructed contact to disconnect the infusion set and run fill tubing again. Reportedly, contact did not observe consistent drops of insulin exit the cartridge patient line. The contact changed out the cartridge and the customer was able to resume insulin delivery.